Event description:
It was reported that cgm displayed error message during use with sensor. There was no reported impact to the customer¿s blood glucose level. Customer performed full pump reset with guidance from technical support, and after reset pump no longer displayed cgm error message, with no further issues reported.